Manufacturer narrative:
Date of event was updated. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Most likely there was a preanalytic handling issue as the customer was not following the tube manufacturer's recommendations for centrifugation conditions. Other typical causes for this type of event include issue with the sample quality or insufficient maintenance of the analyzer.

Manufacturer narrative:
(B)(4).

Event description:
The customer received a questionable elecsys ft4 ii assay result for one patient and a questionable elecsys hcg test system result for one other patient. Of the data provided, only the erroneous ft4 result was reported outside the laboratory. The initial ft4 result was 0.101 ng/dl with a data flag. The repeat result was 1.04 ng/dl. The repeat result was believed to be correct. The patient was not adversely affected. The reagent lot number was 15822900 with an expiration date of 09/30/2017. The field service representative could not find a cause. He performed annual preventative maintenance and ran performance testing with successful results. The customer calibrated and ran controls which were acceptable. He confirmed the system was performing to specifications.